Event description:
Paramedics responded to a person, condition unknown. The pt was connected to the device with ECG and disposable defib electrodes for external pacing. According to the reporter, the device alarmed connect electrodes and would not pace the pt. The pt was transported to the hosp and sent directly to the hosp cath lab for a pacemaker. No adverse affects to the pt were reported as a result of the alleged malfunction.